Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the mechanical base plate fluid damage, the ccd drive pcb fluid damage, the junction case broken, the insertion flexible tube compressed (short in length), the lcb distal cover glass cracked, the lg connector corroded, the water nozzle deformed, the bending rubber leak, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the u/d and the r/l knobs disinfections damage, the distal body worn out, the control body worn out, the ground wire rupture, and the segment disconnected segment clip; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.